Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Healthcare provider (hcp) reported to manufacturer representative (rep) and informed me the patient¿s ipg was not delivering stimulation. The patient indicated that he had not used his device in about 4 or 5 years. He was incarcerated and not able to use it. The physician is scheduling him for a replacement. No patient symptoms were reported.